Event description:
While using a byte night aligners, patient reported their front teeth are protruding out and the top front of their bottom teeth strike the inside of their top teeth when closing their mouth which causes pain.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.